Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported that patient developed a skin problem in the hospital after surgery. Patient has been prescribed anything from antibiotics to antihistamines. The last doctor suggested a skin test to which came in positive for gold sodium thiosulfate. Patient now needs to get further metal tests to determine to which other metal he might be allergic so that he can get treatment. Symptoms: huge red spots with itching all over the body and scalp. They seem to be getting worse. He has undergone a skin scrape test, has been diagnosed with (possible) things like scabies, skin psoriasis, eczema, seasonal allergies, atopic dermatitis, etc. Just grasping for straws.